Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp and was unable to reproduce the reported issue. The fse then performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that the fiber-optic of the cardiosave intra-aortic balloon pump (iabp) failed. It is unknown the circumstances under which the event occurred. However, there was no patient involvement, and no adverse event reported.

Event description:
It was reported that the fiber-optic of the cardiosave intra-aortic balloon pump (iabp) failed. It is unknown the circumstances under which the event occurred. However, there was no patient involvement, and no adverse event reported.